Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that the fill valve on the granuflo mixer was melted and smoking. The biomed stated that during rinse, the fill valve became stuck, causing the plastic housing to melt and emit smoke. The biomed confirmed that the fill valve was the original part on the mixer. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated that the mixer did not have any other issues, nor was there any damage at any other component, related to the reported event. The fill valve was replaced the resolve the reported issue. There was no patient involvement associated with the reported event. The mixer has been returned to service with no issues. The fill valve was discarded and is not available to be returned to the manufacturer for physical evaluation.